Event description:
Customer reported that the battery on the insulin pump is not lasting. Customer has to change it two to three times a week. Customer stated she changed her battery today and the battery indicator shows no bars and she did not get a battery alarm. Customer received a battery cap replacement and is still having issues. She has also received no delivery alarms during bolus and alarm is recurring after changing the infusion set. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and insulin pump alarmed no delivery. She was then instructed to disconnect and reconnect the reservoir and infusion set and run manual prime; insulin did exit. Blood glucose value is 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms noted. Device passed the prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, device was received with motor error during rewind due to loose drive support disk. Insulin pump had cracked case at display window corners, reservoir tube window, reservoir tube lip, belt clip slot, lcd display window and battery tube threads and minor scratches on display window.